Manufacturer narrative:
An investigation is in progress.

Event description:
It was reported that on (B)(6) 2021 a patient was being monitored on a beneview t1 monitor. At 2:30 am, the patient suffered cardio-respiratory arrest and the displayed spo2 rate was 100%. The patient was resuscitated and the displayed spo2 rate was still 100%. A gas tester was used to verify the spo2 value on the monitor, and the gas tester displayed 30 mmhg. The patient was taken to the ICU where they expired on (B)(6) 2021.

Manufacturer narrative:
The t1 monitor was evaluated and the reported problem could not be reproduced. Functional testing was performed on the monitor by the customer on (B)(6), 2021 and on (B)(6), 2022 by mindray service and the monitor performed within specifications. Additionally, information provided by the user suggests a non-compatible spo2 interface cable may have been used.